Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly. The device was reviewed again and no previous alert was seen. No intervention was performed.